Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported to integra that on (B)(6) 2016, a (B)(6) female patient underwent an unspecified procedure. An a1059 mayfield modified skull clamp was used that slipped during the case and caused lacerations on the skull. It is unknown if there was surgery delay due to the product problem. Patient was reported to be "fine". Additional information has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The manufacture year of the device: 2009 with lot number 091. The DHR was reviewed and no issues were present. This product age exceeds the integra 7 year warranty period. The failure mode cannot be confirmed. The root cause could not be determined at this time.